Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and found no issues. The event's cause could not be determined based on the information provided.

Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys myoglobin (myo) results from five patient samples tested on the cobas e 801 analytical unit. The following are examples of discrepant results: patient sample 1: the initial result from the analyzer was <21 ng/ml. The repeat result from a cobas e 411 analyzer was 256.7 ng/ml. Patient sample 2: the initial result from the analyzer was <21 ng/ml. The repeat result from a cobas e 411 analyzer was 131.6 ng/ml. Patient sample 3: the initial result from the analyzer was <21 ng/ml. The repeat result from a cobas e 411 analyzer was 148.6 ng/ml. Patient sample 4: the initial result from the analyzer was <21 ng/ml. The repeat result from a cobas e 411 analyzer was 281.7 ng/ml. The initial results were not reported outside of the laboratory, as the results did not match the patients' clinical diagnoses.